Event description:
It was reported that at the last refill, only health care provider (hcp) could only pull back half the fluid that was supposed to be removed. Only 20 milliliters of could be put in the pump and not ¿the other 40.¿ the bellows had stuck on the pump and he had to have it replaced.

Manufacturer narrative:
(B)(4).